Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, reservoir tubing fracture.

Manufacturer narrative:
A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the inlet tube of the reservoir near the strain relief. Testing revealed this to be a site of leakage. The separation appeared to be rough and irregular, which indicates sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in all tubes of the pump, the inlet tube of the reservoir and in the exhaust tubes of cylinders 1 and 2. Testing revealed these not to be sites of leakage. An aneurysm was noted in the bladder of cylinder 1 near the tip. Testing revealed this not to be a site of leakage. Surface abrasion was noted on the strain relief of both pump exhaust tubes. No functional abnormalities were noted with the pump, cylinders 1 and 2 or the lockout valve of the reservoir. Based on quality's examination, quality concluded that while in-vivo the exhaust tubes and inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. Quality further concluded that this positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the inlet tube of the reservoir near the strain relief. A separation of this type would then allow the loss of fluid, making the device inoperable. As the aneurysm noted at the tip of cylinder 1 was not reported as a site of failure, quality concludes this did not contribute to the tubing failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 2924949r. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.